Event description:
It was reported that the image on the monitor of the 9800 system was off center. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor image was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.